Manufacturer narrative:
(B)(4).(B)(6).(B)(4).

Event description:
According to the reporter during a sigmoid colectomy, the surgeon stapled the sigmoid colon, transected the tissue and checked the staple line. All staples formed completely; however, there was some redundant tissue that folded on itself. The staples in the cartridge did not fire right to the edge of the cartridge closest to the retaining pin. When they examined that area they were able to place a kocher instrument right into the bowel. To correct the condition the surgeon over sewed the staple line. The last known status of the patient is reported as fine. No reinforcement material was used.